Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant, the right atrial lead was not able to obtain an acceptable atrial threshold after attempting multiple sites. The lead was not used. No atrial lead was implanted. No patient complications have been reported as a result of this event.